Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) and company representative regarding a (B)(6) year-old, female patient who was receiving baclofen 3000mcg/ml at "roughly about 1300 mcg/day" via an implantable pump for intractable spasticity. The patient's medical history and concomitant medications were unknown. On (B)(6) 2015, the patient's pump went empty. The patient was in a facility that did not deal with pumps. The hcp did not know if there were any audible alarms or if the patient had any symptoms at the time of the empty reservoir. The patient was administered oral baclofen, but it was never therapeutic for the patient so they wanted to start utilizing the pump again. No troubleshooting was performed; the patient was referred to another physician for troubleshooting of both the pump and catheter. No actions or interventions had been taken. The cause of the empty reservoir was non-compliance and mismanagement. As of (B)(6) 2016, the empty reservoir was not resolved; the reservoir was still empty.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.